Event description:
The customer stated that the system 2000 tub legs were uneven and loose. Checked and found leg bolts loose. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the MFR arjo hospital equipment (B)(4) (registration #9611530). It was reported that loctite was applied and the leg bolts were tightened, reinstalled back up nuts. Leveled and adjusted tub. Verified and checked. Additional info will be provided following the conclusion of the manufacturer's investigation.